Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. It was noted that undersensing resulting in false pause episodes was observed on the implantable cardiac monitor. Programming changes were made. The patient was to continue with regular follow up in clinic. There were no reported patient consequences.